Event description:
International affiliate reports that when examining post-operative x-rays, the surgeon found that the spinal rod had pulled out of the screw in situ. The set screw was still attached to the pedicle screw but the rod had slipped out of the assembly. Revision surgery was performed sixteen days after the initial surgery to remove and replace the device.

Manufacturer narrative:
The viper2 lordosed rod is not available for evaluation. Review of the device history record cannot be performed as its lot code is unknown. Examination of the concomitant device polyaxial screw found its inner saddle was slightly raised within the screw head. This condition may have contributed to the event. However, no definitive conclusions can be made. Displacement of the inner saddle is indicative of the application of atypical force upon the screw by the user during insertion, removal, or head manipulation. At this time, the complaint is considered to be closed.

Manufacturer narrative:
Depuy spine has requested return of the rod for evaluation. A follow up report will be filed upon receipt of the device and completion of the evaluation.